Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
High pacing lead impedance and high capture threshold were observed. The lead was explanted and cut during a laser extration.